Event description:
The pump was returned to the manufacturer following explant. The returned paperwork indicated that the device was removed prior to donation and did not suggest or question a malfunction. No pt symptoms were reported. Per the hcp on record, they have not had contact with this pt for more than 6 years. The pump underwent routine analysis. The type of medication, concentration, and daily dose being administered via the pump were not reported.

Manufacturer narrative:
Final pump analysis revealed no significant anomalies. Assumed normal battery depletion. The pump is over 13 years old.